Event description:
The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device did not meet expected longevity. Analysis of the device and internal components were as expected for a pacemaker at eri (elective replacement indicator). Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.